Manufacturer narrative:
The pump gave an alarm due to a loose/tilted drive support disk. Unable to perform the prime or occlusion tests due to the alarm. The pump had cracked battery tube threads, a broken reservoir tube lip, a cracked belt clip slot, minor scratches on the lcd window, a cracked lcd window and a cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the manual prime process. The customer's blood glucose level was 7.1 mmol/l. The customer was advised that the device would be replaced, and was informed to return the product for analysis.